Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became unreadable with a visible crack, first noticed when the user attempted to announce a meal; the device appeared to continue dosing and the wake button light functioned, consistent with a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, aligning with a fracture of the device¿s screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.